Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19381. It was reported the pt lost coverage in her back. The physician removed the existing damaged lead. The physician attempted to place the new lead, but was unable to advance the lead due to scar tissue. The lead replacement procedure was abandoned. The physician explanted the entire scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.